Manufacturer narrative:
An event of leakage was reported. The reported leaflet tears were confirmed. The results of the investigation are inconclusive since the device was not returned for analysis; however, four photos were received from the field. Based solely on these aforementioned photos, leaflets 2 and 3 were torn from their shared stent post. This valve had been implanted in a patient with rheumatic valvular disease. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated that one stent post had fused to the aortic wall, and the surgeon presumed that due to this, "mechanical stress might have been applied to the lcc which locating the opposite side of the rcc and lcc resulted in the cuspal tear."

Event description:
On (B)(6) 2015, a 19mm trifecta valve was implanted in a patient with rheumatic valvular disease. In (B)(6) 2018, the patient presented at the hospital with discomfort, and after medical examination, the physician suspected valve leakage. On (B)(6) 2018, the valve was explanted and replaced with a 19mm crown/prt stented aortic heart valve (sorin). Upon valve explant, the stent post between the right coronary cusp (rcc) and non-coronary cusp (ncc) appeared to be fused to an aortic wall. Along the non-coronary cusp, a tear from the top of the stent post was observed. Two tears were observed at the top of the stent post between a left coronary cusp (lcc) and the ncc, that extended toward both cuspal sides resulting in prolapse. There was a mild degree of pannus formed in the annulus but it did not extend over the valve cusp. The surgeon presumed that due to fusion of the stent post to the aortic wall, any mechanical stress might have been applied to the lcc which locating the opposite side of the rcc and lcc resulted in the cuspal tear. On (B)(6) 2018, the patient was reported to be stable.